Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultralink meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6) 2015. The patient reported obtaining a blood glucose reading of "500mg/dl" on the subject meter. The patient manages their diabetes with an insulin pump. The patient reported developing symptoms of "sweating and lightheaded" some time the next day. The patient reported administering 50 units of humalog insulin but it was unclear if this treatment was before or after the patient developed the reported symptoms. The patient reported obtaining a blood glucose reading of "149mg/dl" on a "true test" meter but it is unknown when this reading was obtained. At the time of troubleshooting the cca noted that the patient's test strips were expired. Replacement test strips and control solution were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury or administered an inappropriate dose of insulin after the alleged issue began.